Event description:
A complaint was received stating that a low reading of 62 mg/dl was obtained on a customer's precision qid meter compared to a laboratory result of 334 mg/dl. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significant. There was no report of death, serious injury or medical intervention.